Manufacturer narrative:
The suspect device was sent to an olympus service center. During inspection and testing, the reported event was confirmed. The monitor did not power on due to a defective printed circuit board. In addition, the equipment terminal was broken and the bezel was broken which resulted in one screw not being fixed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, the monitor did not power on. The green light emitting diode (led) was not blinking after the device was switched on and the red led on the rear panel was not blinking. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device did not power on due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.